Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 recon nail surgery, the surgeon used the cannulated step drill after inserting guide pin. The surgeon heard the abnormal noise while using the step drill. The tip of step drill broke. When the surgeon pulled out the guide pin, the fragment of tip of step drill was also able to be removed.

Event description:
During t2 recon nail surgery, the surgeon used the cannulated step drill after inserting guide pin. The surgeon heard the abnormal noise while using the step drill. The tip of step drill broke. When the surgeon pulled out the guide pin, the fragment of tip of step drill was also able to be removed.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. A review of the manufacturing records could not be carried out as the lot code of the device returned is illegible (due to the extreme wear and abrasion). The drilling spiral of the drill returned is completely sheared off at the level of approx. 21 mm from the tip. The primary as well as the secondary cutting edges are extremely worn, deformed, blunt and covered with dents. Material is displaced. The drill is not sharp anymore. The appearance of the breakage surfaces (smooth structure), the course of the breakage line as well as the absence of plastic deformation clearly indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage and the damage at the cutting edges further suggest that drilling under misalignment and / or contact of the device with a hard object (metal) may have occurred. In case of intended use such damage would not have occurred. The use of cannulated step-drill is not recommended due to the new t2 recon operative technique ((B)(4)). This was announced in (B)(4) 2009. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. The brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damage and recommends removing of such damaged products. No non-conformity was identified.